Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was presented in clinic for a follow-up. Noise was observed on the rv lead and was reproducible with deep breathing. Unstable sensing measurements were also noted. The lead was capped and replaced on 8/10/2016 during device change-out procedure. No patient symptoms were reported.